Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display anomaly, and the device shutting off without warning. It was reported that the customer's blood glucose level was reported to be unknown. It was reported that troubleshoot was conducted, and after a battery replacement, the display returned. It was reported that the customer was advised to monitor device and call back if issues reoccur.